Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed under general anesthesia on an unknown date. Additionally, fiducial markers were placed transperineally prior to the implant. During radiation treatment, a fistula was discovered in the patient's anatomy. The patient was admitted to hospital beyond the standard of care. The fistula was being further evaluated to determine if it was caused by spaceoar vue or radiation. The patient was reported to be fully recovered and discharged from the hospital. The patient received planned external beam radiation treatment.